Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient experienced loss of consciousness and ¿not thinking straight¿. It was unknown what the CGM reading was at that time. The patient was brought to the hospital in an unknown manner, and at the hospital it was confirmed that the patient was hypoglycemic. The patient was treated with intravenous fluids, food and sugar. When a fingerstick was taken at an unknown moment, the CGM reading was 64 mg/dL, and the blood glucose reading was 80 mg/dL. No further medication was reported and the patient was discharged after an unknown time at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the A zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.